Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device peb970 batch number, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis two unopened samples of product code 8726, lot peb970. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle was popping off the suture. It was not reported how the procedure was completed. There were no adverse patient consequences reported.